Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The medical team was prepping for use and automated impella controller (aic) for the support planned with an impella pump. The patient specifics were not shared regarding age, gender, or underlying conditions. The team plugged in the aic to a/c power and observed sparking. The aic was removed and a new aic was to be used for the patient. There was no harm or injury however the delay due to power issues with the aic will be conservatively reported for the delay in support during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause for the aic power cable was due to a defective (out-of-spec) ac power cord set.

Manufacturer narrative:
H6 medical device problem code a24 was erroneously entered on the initial manufacturer device report.